Event description:
A report was received from the field indicating there was a strong odor coming from the sterrad nx unit. The smell was similar to something burning. After running a load (cycle completed), the worker experienced burning eyes with irritation and respiratory reaction; coughing. The customer requested service and discontinued use of the unit. The frequency of exposure to the sterrad nx sterilizer is intermittently throughout the workday. The unit's chamber was empty. The pertinent info on oil mist/haze was reviewed with the customer; however, the customer insisted she did not see mist or fog.

Manufacturer narrative:
(B)(4) no code available: respiratory reaction; coughing. Capital equipment evaluated at customer's site: an asp field service engineer was sent to the facility. Per the service order: the o-ring in the oil mist filter was not seated properly. Performed a complete preventive maintenance 2 (pm2) on the unit. Replaced the vacuum pump oil and filters. Cleaned the chamber, and replaced the plastics. Ran an empty chamber test which completed okay. Verified the system meets the MFR's specs.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens using a crystalsert lens injector system. After the lens was inserted into the eye, the surgeon noticed something on the lens and used bss to irrigate the lens surface and try to remove it. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR 2031924-2010-00159.